Manufacturer narrative:
This supplemental report is being submitted to correct the initial reporter's contact information.

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) findings, the independent laboratory results, and the device evaluation results. An olympus ess visited the user facility and provided a reprocessing training. The ess observed that the reprocessing staff was performing the manual brushing steps out of order as to what is stated on the reprocessing manual. In addition, the reprocessing staff was found conducting the same cleaning steps for both the tjf-160 series and tjf-180 series; which the ess corrected and addressed. The user facility also stated that no changes will be made to their reprocessing practice as it is difficult for the staff to separate the cleaning steps by scope type. The ess also made a recommendation for the reprocessing staff to use olympus cleaning brushes. The facility currently uses non-olympus cleaning brushes. The ess provided product information, the tjf reprocessing check list, and videos to address all of the reprocessing deviations. The scope was sent to an independent laboratory for microbial testing. The scope tested positive for the following microorganisms: enterococcus durans, escherichia coli, stenotrophomonas maltophilia, and enterococcus faecalis. The scope was ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the scope and found no signs of foreign material inside the biopsy channel, biopsy port, suction channel, suction port, air/water port, elevator forceps raiser, bending section cover, bending section cover glue, insertion tube, distal end cover, objective lens glue, and nozzle when inspected with an olympus borescope and test equipment; however, non-olympus repairs were found on the distal end cover, camera switch, insertion tube, and light guide tube of the scope. The scope was serviced and returned to the user facility. Based on the ess findings, independent laboratory results and device evaluation, the cause of the reported positive culture is likely attributed to improper maintenance of the scope. The instruction and reprocessing manual for use provides several warning and caution statements in an effort to prevent cross contamination and equipment damage. ¿all channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. Before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. If the irregularities are suspected after inspection, follow the instructions given in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿

Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the evaluation has not yet begun. The scope will be sent to our independent laboratory for additional culture testing and ethylene oxide (eto) sterilization. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. The cause of the reported event could not be determined at this time.

Event description:
Olympus was informed that the scope's culture tested positive for enterococcus casseliflavus, xanthomonas (strenotroph) maltophilia, and staphylococcus (coagulase neg). No patient infections reported. Additionally, it was reported that the scope is high level disinfected (hld) using a non olympus automated endoscope reprocessor (aer). No problems noted with the aer machine. The last preventative maintenance (pm) was performed on (B)(6) 2017. The minimum effective concentration is checked after every scope. Pre-cleaning is performed immediately after procedure following the IFU guidelines. The scope is leak tested prior to manual cleaning using a non olympus leak tester. The scope channel is brushed during manual cleaning using a non olympus single use brush. The last endoscopy support specialist (ess) reprocessing in-service was provided within the last year. All reprocessing personnel are trained on how to properly reprocess a scope. The scope is stored in a vertical drying cabinet.